Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over an hour occurred for transmitter with serial number 8etkgq. However, transmitter with serial number 8dcycj was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth/pairing test was performed and passed. A review of the bin file was performed and signal loss was not found for serial number 8dcycj within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over an hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).